Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that they saw an elective replacement indicator (eri) on the patient programmer (pp) and upon interrogation with the clinician programmer it showed 0x0400 parity error power on reset (por) had occurred. The rep reported that the patient had a catheter replacement on (B)(6) 2017. The rep reported that the patient turned the device off at that time and saw the eri on the pp. The rep reported that the patient hadn¿t seen a por message on the pp at all and never noticed that stimulation turned off. The rep reported that the ins was on and the patient was feeling stimulation normally. The rep reported that the battery voltage showed 2.650 and service life showed eri. The rep reported that they ran impedances which were fine and then ended the clinician programmer session. The rep reported that they then interrogated the ins with the pp and successfully bypassed the eri message to see normal therapy screen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-jul-04. It was reported that the patient had their implantable neurostimulator (ins) replaced in (B)(4) 2017. No further complications were reported or anticipated.